Event description:
It was reported that the customer was hospitalized for high bgs. It was mentioned that bgs were running high. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer was disconnected from the pump. It was indicated that the customer has many health and medication issues.